Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) felt kind of weird on the battery life going down and stuck on 1.5 years. This device remains in service. No adverse patient effects were reported.